Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 10:17 am CT. The report number is being corrected from: 2134265-2018-64014 to: 2134265-2018-62126.

Event description:
It was reported that during the treatment of a 20cm strongly calcified lesion in the distal part of the superior femoral artery, the physician used a 6x200 ranger drug-coated balloon. After dilatation to ten atmospheres it was noticed that the ranger balloon was twisted. The balloon was not able to be fully deflated. Another ranger was used to complete the procedure and there were no patient issues. Device evaluated by manufacturer: the returned product consisted of a ranger dcb catheter. The balloon was loosely folded with fluid inside. The tip, balloon, markerbands, and inner/outer shafts were microscopically and visually inspected. Inspection revealed balloon damage (witness marks). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the device was conducted by attaching an inflation device to the hub of the device and applying positive pressure. The balloon was inflated to 10 atms. The balloon inflated normally, without any twisting. Negative pressure was then applied, and the balloon deflated in 10 seconds, within the normal expected time.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that during the treatment of a 20cm strongly calcified lesion in the distal part of the superior femoral artery, the physician used a 6x200 ranger drug-coated balloon. After dilatation to ten atmospheres it was noticed that the ranger balloon was twisted. The balloon was not able to be fully deflated. Another ranger was used to complete the procedure and there were no patient issues.